Manufacturer narrative:
Block e1: the initial reporter's address 1 (B)(6). Block h6: imdrf device code a150201 captures the reportable event of stent failed to deploy transgastric to jejunum. Block h10: the axios stent and electrocautery enhanced delivery system were received for analysis. Visual inspection of the returned device found that the stent was fully covered and undeployed. The delivery system was inspected, and it was returned in position 4. Functional inspection was performed to check the catheter lock's functionality; however, during the movement of the deployment hub, it was noted that the stent could not be released from the delivery system. A destructive test was deemed necessary to check the outer sheath in the handle section, and it was found that the sheath was twisted and detached. No other problems were noted with the stent or the delivery system. Product analysis confirmed the reported device malfunction of stent failure to deploy, as the stent was returned fully covered and undeployed, and the outer sheath was twisted and detached. The investigation concluded the technique used by the physician of rotating the handle incorrectly during the procedure could have caused the torsion in the delivery system, leading to rotational damage that prevented deployment of the stent, further affecting the device's performance and its intended purpose. Additionally, a labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) / product label. It was reported that the stent was implanted transgastric to the jejunum during an endoscopic gastrojejunostomy procedure. The IFU states, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, the gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The stent is not indicated for gastrojejunostomy procedures. Therefore, review and analysis of all available information indicated that the most probable cause is failure to follow instruction.

Event description:
It was reported to boston scientific corporation on april 19, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum during a gastrojejunostomy procedure performed on (B)(6) 2023. During the procedure, the axios stent could not be deployed even after completing step 2. The device was removed, and a different stent was used to complete the procedure. No patient complications were reported as a result of this event. Note: it was reported that the axios stent was placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.

Manufacturer narrative:
Block e1: the initial reporter's address 1 is (B)(6). Block h6: imdrf device code a150201 captures the reportable event of stent failed to deploy transgastric to jejunum.

Event description:
It was reported to boston scientific corporation on april 19, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum during a gastrojejunostomy procedure performed on (B)(6)2023. During the procedure, the axios stent could not be deployed even after completing step 2. The device was removed, and a different stent was used to complete the procedure. No patient complications were reported as a result of this event. Note: it was reported that the axios stent was placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.